Event description:
It was reported that after charging during testing prior to a surgical procedure at the user facility, the battery pack became extremely hot once it was fully charged for the first time. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that after charging during testing prior to a surgical procedure at the user facility, the battery pack became extremely hot once it was fully charged for the first time. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
The reported overheating was not able to be duplicated during functional evaluation by a manufacturer repair technician. Upon disassembly, no components were found to be damaged and no thermal damage was found. Possible causes for the reported overheating include energy being discharged as heat causing the external housing to exceed the maximum allowable temperature, battery allowing overcharging resulting in heat transfer to enclosure, and device short circuiting transferring excessive heat to enclosure due to current; however, a root cause could not be determined as a failure was not detected. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the user facility.